Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels around 400 mg/dl. As a result the customer changed her infusion set three times before her blood glucose level would start going down. She performed troubleshooting on her own. The product is not being returned. Nothing further to report.